Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did any pieces fall into the patient? No, the problem occurred after the stapler was removed from the patient - when the scrub nurse attempted to remove the reload from the cartridge. When the reload was still placed in the cartridge jaw it was still in one piece and appeared undamaged. If yes, were the pieces retrieved? No, no pieces were left in the patient and therefore none were removed. Will all pieces be returned with the device? Yes.

Event description:
It was reported that during a sleeve gastrectomy procedure, the powered stapler was unpacked and loaded with a green reload. After the first firing the surgeon handed the instrument over to the scrub nurse who reported to the sales rep difficulties in putting the next reload in. After closer inspection it turned out that only the plastic part of the reload had been removed (and as a result was broken into three pieces). The guardrail (metal part) was still stuck in the cartridge jaw. It was removed by the scrub nurse and loaded with another reload. On tissue the surgeon pushed the trigger and the engine activation could be briefly heard. However the stapling and knife advancement did not take place. A new device was unpacked and used without any incidence for the next staple line. But, although the scrub nurse was able to remove the reload from the cartridge jaw in one piece, the plastic part and the metal part came loose the moment it was put on the table. Another 4 reloads from this lot had been used throughout the procedure without further incidence. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one psee60a device was returned in good visual condition and with an gst60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (b) gst60w, m52f2p was received fully fired and with the cartridge pan dislodged from the cartridge. Cartridge (c) gst60w, was received with the cartridge pan missing and broken in two pieces. No conclusion could be reached on what may have caused the cartridge pan (b, c) to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded and removed without any difficulties during testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.